Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department" is handling the service call/incident. However, it was noted that after the hospital replaced the filter cotton on its own, the device returned to normal operation and was put back into service. No additional details are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
H10: e1- (B)(6) hospital.

Event description:
Philips received a complaint by the customer on the v60 indicating that tidal volume was a bit low. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) evaluated the device and confirmed the reported problem. The investigation is ongoing.